Manufacturer narrative:
The device was returned to olympus for inspection based on the investigation results, the most probable cause of the complaint is attributed to expected or random component failure, with no design or manufacturing issues identified. The failure is consistent with a stress-related problem, in which either excessive or inadequate physical force exerted on the component resulted in issues such as wear, bending, deformation, fracture, or fatigue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the bronchofibervideoscope was found to have a broken control body at the unit tip. No patient involvement was reported in association with this